Event description:
Additional information: they were able to forcefully push a 5ml syringe-full of saline into pump. The solution worked and allowed the hcp to clear the "clog" causing the valve to shut down and allowed the nurse to refill the pump normally. The patient was asymptomatic as he was at the physician's office for a normally scheduled refill. It was noted that the patient was receiving successful drug delivery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, lot# j10941r11, implanted: 2001-(B)(6), explanted: unk. (B)(4).

Event description:
It was reported that they were able to aspirate the pump reservoir, but unable to fill it. It was stated that after several attempts to pull back several syringe-fulls of air and a second refill kit, they were still unable to inject any medication. They were able to forcefully push a 5ml syringe-full of saline into pump and then they were able to aspirate it back and fill the entire pump. Drug delivered via the device was bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.